Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported concerns with medication not flowing and the spectrum iq pump taking too long to alarm for an occlusion. This is a top concern with medications at low flow rates such as presidex and midazolam. This was reported from the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.